Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A product has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed on the system 9 times, and it fired 8 reloads (2 blue, 1 white, 5 blue, in that order). In between the 5th and 6th successful install of this instrument, the stapler failed to engage with the system on 1 install attempt. The logs show error code 22020, with the parameters of the error indicating that the roll axis hardstop check failed. All of the other install attempts engaged successfully. On install 1, there was 1 incomplete clamp attempt, which stopped at ~76% completion after 14 seconds. The second clamp was successful, and the firing was completed with 9 pauses for compression. The max torque during this firing was ~592 n. On installs 2, 4, and 6-8, the firings were completed, with no pauses for compression. On installs 3 and 5, the firings were completed with 1 pause for compression on each. There were no incomplete unclamps or firing failures by this instrument. There were no other stapler related errors in the logs. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that more than 8 days following a da vinci-assisted subtotal gastrectomy/gastric bypass (roux-en-y) procedure, the patient returned to the emergency room with a complaint of vomiting and emergently underwent another surgical procedure. During that procedure, the surgeon found that the bottom part of the staple line used to create a pouch from the small intestine had come undone. The un-approximated tissue was repaired, and the patient remained hospitalized three weeks following the initial procedure. While no issues were noted during the initial procedure, this complaint will be conservatively reported as an adverse event and malfunction, based on the information available at this time.

Event description:
It was reported that after a da vinci-assisted subtotal gastrectomy/gastric bypass (roux-en-y) procedure, the patient returned to the hospital and was re-admitted with a staple line leak. Per the initial report, the surgeon "mentioned some type of zipper like effect." Intuitive surgical, inc (isi) contacted the surgeon for this procedure and the following additional information was obtained about the event: the surgeon stated that they are used to using the tri-staple laparoscopic stapler (3rd party), but they decided to use the da vinci sureform 60 stapler instrument for this procedure (the surgeon is new to da vinci). The surgeon stated that the procedure went well, with no intra-operative complications, and the stapler worked well. The patient was hospitalized for eight days; the surgeon said the hospitalization was due to other reasons and was not related to the da vinci products used, but he did not specify details regarding those complications. The patient returned to the emergency room after being discharged, as they were throwing up at home, and they were noted to be generally ill. The patient emergently underwent another unspecified surgical procedure, and the surgeon found that part of the staple line used to create a pouch out of the small intestine had come undone. The surgeon noted that this was a blue sureform 60 stapler reload line that had come undone post-operatively and that it was the bottom section of the staple line, not the whole line, that came undone. The surgeon described this undone staple line as a zipper having been partially unzipped. The surgeon resolved the open tissue via unspecified means, and the patient has been hospitalized since. Per the surgeon, the patient was still hospitalized three weeks following the initial procedure, and the patient was still sick, but the surgeon expected them to fully recover. The surgeon reported that the staples all appeared fully formed intra-operatively and post-operatively, but that the tissue had ripped. It was noted that this occurred in an area in the middle of the staple line, meaning the affected area was from one of the middle staple fires of the procedure, rather than from the first fire. The surgeon stated that the area where the leak occurred would have stress placed upon it when the patient vomits, but not due to them returning to a normal diet. The surgeon noted this event as abnormal, because they would expect stapler complications to arise within the first few post-operative days, rather than more than a week later. No videos or images were taken of this event, and the surgeon did not know the status of the sureform 60 stapler instrument nor the blue reload used.